Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 9:00 am. Pt tested using the pdc meter and received a reading of 532 mg/dl. He felt tired, thus prompting him to seek medical attention. ER reading was 90, then 130 mg/dl. Pt was given levatin and discharged with a glucose reading of 80 mg/dl. Total time in hospital was 4 hours. Pdc cc rep discovered that pt was storing ts outside of its bottle. Pt said ts were kept laying on a table, next to spilled liquid substance. Rep gave pt proper ts storage instructions. Pdc sent replacement products with prepaid envelope. Pt was instructed to return suspect product(s).

Manufacturer narrative:
Replacement was sent but pt did not return suspect product (s), thus evaluation could not be performed.